Event description:
A download notification of a treatment event for a (B)(6) male patient was received by zoll customer support. Servicing of the patient's electrode belt revealed a reportable event. The electrode belt connector was broken. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (inappropriate treatment) has been investigated. Upon receipt, the trunk cable connector was broken. The cause for the broken trunk cable connector cannot be positively determined, but was likely the result of excessive force. The cause for the inappropriate treatment was false detections and failure to use the response buttons appropriately. Review of treatment analysis concludes significant signal artifact on both leads may have contributed to the false detections. The response buttons were not used during the entire event. There is no evidence the broken connector caused the inappropriate treatment. The patient received a replacement electrode belt.